Manufacturer narrative:
Patient age and weight are unknown, however, it was reported the patient was over 18 years old. Event date is unknown. Reported event of guide catheter broken. Reported event of stent prematurely deployed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the stent was advanced through an olympus ercp scope and positioned within the common bile duct. When the stent was attempted to be deployed, the deployment handle snapped off and the guide catheter broke in two pieces. The stent did not deploy in the intended location, however, it released from the delivery system into the duodenum. The stent was retrieved using a snare. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.